Manufacturer narrative:
The autopulse platform (sn: (B)(4)) will not be returned for investigation. The user was able to clear user advisory (ua) 45 (not at "home" position after power-on/restart) error message by receiving instruction from a zoll representative. Per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45) pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart.

Event description:
During patient use, the autopulse platform (sn: (B)(4)) displayed user advisory (ua) 45 (not at "home" position after power-on/restart) error message after a short time of compression. The user was unable to clear the error message. The user immediately performed manual CPR, and rosc (return of spontaneous circulation) was achieved. No consequences, or impact to patient.